Event description:
See initial report.

Manufacturer narrative:
H11: livanova field service representative returned to customer facility to adjust stirrer motor placement and replace inlet foam gasket. Therefore, error code 07 was solved by adjusting motor tension. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova deutschland received a report that the 3t heater cooler device showed the alema pump 1 is blocked (too slow, ee7) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided h11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A livanova field service engineer was dispatched to the customer. The original issue was on the patient side. The stirrer motor was not working properly. It was grinding. It caused an issue on the patent side. The stirrer motor was installed too tight causing power issues with the other motors. While troubleshooting, the cardioplegia side was affected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review has been performed and no other similar events have been reported since unit installation, nor a concerning trend has been identified for this failure mode. Based on the investigation findings, the root cause of the event has been attributed to wearing and damage over time of the replaced stirrer motor. The wearing of electro-mechanical device can be originated by the specific use conditions at customer¿s site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See initial report.